Event description:
It was reported that the customer was having leak issues with the reservoirs that were sent to them. The customer's blood glucose was 422 mg/dl which was treated with manual injection. The customer stated that the reservoir was used and the leak occurred by the o-ring of the reservoir, which leaked into the insulin pump. Since the reported issue was a past event, the customer was unsure if the leak was past the first or the second o-ring and if there were air bubbles in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.